Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. A lot history review (lhr) of reza0528 showed no other similar product complaint(s) from these lot numbers. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred.

Event description:
It was reported that when the vein was punctured, it presented flow and reflux, the guidewire was introduced and there was allegedly no progression, the guidewire was removed and the needle was positioned again with good reflux, the guidewire was reintroduced and again there was allegedly no progression, it was conducted attempt to remove the guidewire reportedly without success; the needle was removed and again it was tried to remove the guidewire, but reportedly without success. Then it was stated the patient was sent to the surgical center to remove the guidewire. The x-ray reportedly showed a knot at the end of the guidewire. The insertion site was in the left upper limb, in the basilic vein. The catheter was reportedly flushed with saline before use with 10ml syringe. The guidewire was introduced around 1 to 2 cm. When the guidewire was being removed it reportedly broke up and was allegedly removed through the incision.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a knotted guidewire was inconclusive because the alleged event could not be discerned in the returned radiograph. The product returned for evaluation was one radiograph depicting an upper arm and a portion of torso. A radiopaque guidewire-like object was visible in the upper arm region. The tip of the object appeared wider than the rest. What appeared to be a kink was visible near the tip. The apparent wider region at the end of the object may have been a knot; however, the quality of the returned image was insufficient to conclusively identify a knot. Consequently this complaint is inconclusive at this time. No further action is required because the complainant event could not be related to a deficiency in product manufacture or deficiency while under correct product use.